Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email of unexplained low blood glucose and was hospitalized. Customer's blood glucose at the time of the incident was unknown. No further details were provided.